Event description:
It was reported that there was a separation between the female connector (dark blue) and main body of the minicap transfer set; further described as ¿separation of dark blue connector from twist clamp." This was observed during use of the device for peritoneal dialysis therapy. The patient was unable to disconnect patient line connector from the transfer set. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation with an amia patient connector. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported separation was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. The transfer set dark blue female connector was connected and disconnected using the returned amia patient connector by hand with no issues noted. The reported connection issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.